Event description:
It was reported that the reduction of the fracture was performed without any problem. The nail was passed in the correct way and its distal blocks were made without issues with the sure shot, likewise the proximal ones with the device. When the cap (0 mm ) was placed, this was placed in the correct way and it was pressed into the nail, but when we were checking with the intensifier, we could see that the cap was missing a little more to enter. When the doctor passes the screwdriver, we notice that the cap was broken as 2 lines of the thread, that complete thread was removed by bits and more than half of the cap was inside the nail, without causing problems to the device, or the patient. The surgical procedure was completed without complications.

Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.